Event description:
This ra lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 due to lead revision. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).